Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to accu-chek inform ii meter serial numbers (B)(4). At 4:58 p.m. The (B)(4) meter result was hi. Hi indicates a blood glucose > 600 mg/dl. At 5:00 p.m. The (B)(4) meter result was 79 mg/dl which was believed to be correct. At 5:01 p.m. The (B)(4) meter result was 88 mg/dl which was believed to be correct. Each test was from a separate vial of test strips. Passing controls were performed on all meters within 24 hours of the event. No treatment was administered based on any result was the 79 mg/dl and 88 mg/dl results were within the patient's normal range.